Event description:
"Caller alleged discrepant results comparted with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.4, lab: 1.8.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 3.4, lab: 1.8, mean: 2.60, confidence limits: 1.6-3.4. Per tech service, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is expected to return. No further investigation will be required. Product deficiency not established; no corrective action required at this time.